Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with an instant detacher despite several attempts by the physician. The manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted, but without success. The microcatheter and coil were removed from the patient. The microcatheter and a new implant coil from another manufacturer was used to successfully complete the procedure no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned without the implant coil as it was discarded. The pusher assembly was found broken into three segments. The evaluation could not determine the cause of the event as the implant coil was not returned; however, the pusher assembly was found broken which likely led to the detachment of the coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).